Manufacturer narrative:
Product should have been n rather than y in the original MDR submitted (B)(4)-2012.

Event description:
It was reported that the patient experienced shortness of breath and had pericardial effusion. A CT scan revealed the lead had perforated the patient. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardial effusion. Device evaluation anticipated but not yet begun.